Manufacturer narrative:
(B)(4). Date sent: 09/04/2025. D4: batch # unk. Additional information was requested, and the following was obtained: did the damage occur right out of the packaging, during loading/unloading, or in the operative field? The damage occurred during the firing sequence. What part of the device was broken? The anvil and I believe the knife blade on one of them. Did any pieces fall into the patient? Yes. If yes, were they retrieved? Yes, easily. Will all pieces be returned with the device? If no, were they discarded? Yes. Did the other involved products experienced the same? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device (b) was returned with an endo path xcel trocar 12mm inserted in the device, with the anvil bent upwards, and with no reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. Additionally, the knife was noted as partially advanced, however due to the condition of the device it was not possible to return the knife to home position. After further evaluation, the analysis showed a knife wing was broken off. The wing of the knife was not returned for analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9du11, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve bypass revision; it was observed that the stapler broke. The sales rep stated that the surgeon clamps to gastric tissue and it was extremely dense and fibrous that the stapler did not advance. The surgeon used five devices and still the closing mechanism were not working properly after the surgeon attempted to fire. There were no patient consequences reported. Three devices are available for return.